Event description:
There was no device failure, malfunction or complaint reported. The pt was undergoing placement of catheters in preparation for a mitral valve replacement procedure. A sudden discrepancy in right verses left arm blood pressure raised the possibility of an aortic dissection, which was confirmed by the combination of echocardiography and angiography. At sternotomy, inspection of the ascending aorta did not show a primary injury at that location. The attending surgeon stated he believes the dissection occurred distally, and propagated proximally. The mitral valve replacement was completed, and a hemashield aortic graft was placed. The pt was awake and responsive on the 1st postoperative day. The pt had been pre-screened for peripheral vascular disease by preoperative aortogram. This was reportedly unrevealing, but atherosclerotic plaques were noted when the aortic repair was performed.